Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. Before the procedure, it was found that the device could not be powered on. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Investigation results: device analysis findings: the imaging processor (img pc) was returned for analysis. Visual inspection revealed that the img pc was received in good condition. The malware scan could not be completed because the pc would not power on. A functional test could not be performed as the pc failed to boot on the testing bench. During the factory level test, a discrepant cpu was identified as the root cause of the issue. Additionally, the rdx cartridge was missing. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion code was selected as returned device was confirmed with the device reported the device could not be turned on preventing device from performing functional testing and identified with a discrepant cpu. Therefore, the reported event was confirmed and can be concluded as discrepant cpu most probably contributed to the complaint.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. Before the procedure, it was found that the device could not be powered on. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.